Event description:
A surgeon reported that during an intraocular lens (iol) exchange procedure, the pt experienced an increased intraocular pressure (iop). Subsequently, a sclerectomy was performed ten days after the exchange procedure. Additional info has been requested. (The initial lens implanted was a lens not yet approved for sale in the united states.)

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough info was provided from the account to properly complete an investigation. Additional info has been requested. (B)(4).